Manufacturer narrative:
Intuvie received a report from right way medical indicating that the infusion pump failed the occlusion alarm failed to alarm. The pressure was 433. 4psi was 382. 30 psi was 309. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the pressure sensor will be replaced as corrective action.

Event description:
Intuvie received a report from right way medical indicating that the infusion pump failed the occlusion alarm failed to alarm. The pressure was 433. 4psi was 382. 30 psi was 309. No patient involvement was reported.